Event description:
Groshong lumen inserted in left subclavian on 7/15/98 for chemotherapy access. The groshong lumen developed a leak, and was removed via surgery on 8/12/98. A new right subclavian groshong catheter was placed on 8/12/98. The catheter appeared to have a laceration very near the cuff. This resulted in separation of the catheter. The entire catheter was removed on 8/12/98.